Manufacturer narrative:
The case was opened up by the customer for the installed product (ip) which was to be installed (tbin). Philips reached out to the regional commercial team for further direction; however, they were unable to provide the necessary information. Philips then reached out to the customer for evidence, but unfortunately, there was also no response. As a result, philips closed the case and uploaded the emails sent to the customer as evidence. Based on the information provided in the case and by the philips (som), the cause of the reported problem was not confirmed as the customer was unable to be reached for evidence. No further investigation or action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: (B)(6).

Event description:
It was reported the avalon fm20 fetal monitor loudspeakers stopped working. It is unknown if the device was in use at time of event, and there was no adverse event reported.